Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to branch vessel occlusion. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient underwent treatment of an acute stanford type b dissection with conformable gore tag® thoracic endoprostheses. Prior to the tevar, ax-ax bypass was performed. A tgu262610j was implanted distally and a tgu313115j was implanted proximally. The left subclavian artery was unintentionally partially covered with the tgu313115j. There was still blood flow into the left subclavian artery, therefore, no treatment was performed for the unintentional coverage. The primary entry of the dissection was successfully covered and the procedure was finished with no further reported issues. The patient tolerated the procedure.